Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient experienced a decrease in performance after sustaining an impact to the head. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).